Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 04-may-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative (rep) reports impedance issue intra-opt. He wasn't able to test impedance prior to going into the replacement case. Connectivity to implantable neurostimulator (ins) was all green, but when rep ran impedance test he got 0-7 and 8-15 orange. Rep confirmed that the healthcare provider (hcp) tightened the setscrew and tugged on lead to make sure it was secure. The hcp swapped the lead ports and impedance is still the same. The rep reprogrammed device and ran stim. And tested again, but the result was the same. The rep used the wireless external neurostimulator (wens) and 0-7 showed all red, and 0-15 showed orange except 9 & 12 was red. The rep was asked to swap the tails again, but the result was never reported. Hcp decided to place new surgical lead. Rep isn't aware of any therapy issue prior to replacement. No symptoms/patient complications reported.

Event description:
Additional information was received. It was reported the high impedance resolved after the lead and battery was replaced. After removal the lead was thrown away.

Manufacturer narrative:
Continuation of d11: product ID: 977c165, serial# (B)(6), implanted: (B)(6) 2017, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.